Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system computer, computer of the viewing station, motor battery charger, lf power control board, standalone and x-ray relay, system control board, power switching board, atp console, ht controller board, rotor motion control board, power control board, battery charger 1, battery charger 2, upper door cap cover, positioner controller, uninterruptible power supply (ups) and batteries for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while installing an imaging system, the imaging system started up, but the gantry would not move in the y-direction, additionally it was reported that the viewing station of the imaging system would not power on. Following shipment of replacement parts arrival, biomedical engineers at the site replaced components without resolution. It was reported that the imaging system would start, but x-ray functionality could not be performed. Additional troubleshooting found that the components could have been replaced incorrectly, resulting in the issue. Additional parts were shipped to the site, where the replacement then took place again, resulting in the imaging system not being able to perform 3d image acquisitions. It was noted that the x-ray anode would not rotating, and additional troubleshooting found that the jumper on the lf rac board of the system was installed incorrectly by the site biomedical engineer. There was no patient present when this issue was identified. No additional information was provided.